Event description:
A bipap a30 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the ventilator inoperative in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, cpu cannot communicate with the flow sensor using i2c bus, in the device's error log. The third-party service technician further evaluated and determined the main printed circuit assembly (pca) board had caused the error codes to occur on the device. In conclusion, the device's main pca board needs replaced to address the issue. The root cause is confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the main pca needs replaced for another error code, unable to write to event log, that was observed on the device's error log, which was unrelated to the reportable issue.